Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was surfacing due to significant weight loss. Inadequate stimulation was also noted. The patient underwent a pocket revision procedure wherein the ipg was replaced and will not be returned. No device malfunction was suspected. The patient was doing well postoperatively.